Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery during an infusion set change; the customer was pressing the act button during the fill tubing process when the device alarmed. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the no delivery alarm. The customer disconnected and reconnected the reservoir and attempted to manually push insulin through the tubing with a plunger, but insulin did not exit. The reservoir was changed and the customer was able to manually prime. The customer was advised that a reservoir change resolved the issue. The reservoir was returned and replaced.